Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of major bleed/access site adverse event was unable to be determined as limited clinical details were provided and no issue was found on the pump. The cause of the injury (ischemia) was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected b1 adverse event and b2 required intervention only. No product problem mentioned in the codes.

Manufacturer narrative:
H6. Medical device problem code added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted in a 53-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient first developed bleeding from the access site, followed by malperfusion of the right leg. 3 units of blood products were given. The impella cp was removed, and surgical repair of the vessel was performed. No further issues were noted at the insertion site afterward. The patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The reported ischemia requiring surgical intervention and device replacement is more plausibly attributed to patient-specific factors such as vascular disease, access-related compromise, limb perfusion challenges, and the hemodynamic instability associated with ami/cgs.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.